Event description:
Patient reported rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Photographic device evaluation amended: a review of the device through photographs noted the event of capsular contracture could not be observed as it is a physiological complication.

Event description:
Patient reported left side rupture. Additional report of capsular contracture, baker grade I. The device has been explanted.

Event description:
Patient reported, rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. Additional report of capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06aug2024.